Event description:
It was reported that after explant of the lead an insulation anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion which exposed the outer coil at 38.5 cm to 39 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.